Event description:
It was reported that during a follow up in clinic, loss of capture and a decrease in r-wave amplitude was noted on the right ventricular (rv) lead. A revision procedure was performed, however, the helix of the rv lead was unable to extend, suspected to be procedural related due to multiple positioning attempts. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.